Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while changing the infusion set. The customer's blood glucose level was not known. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window and broken belt clip slot.